Manufacturer narrative:
(B)(4).

Event description:
It was reported that there seemed to be something wrong with the patient¿s remote because she tried using it the night prior to the report and it showed a symbol and a phone. There was no doctor face, just a phone. The patient described the phone as looking like a cell phone with no cords or wires. She knew it was not the batteries because she just changed them and this did not resolve the issue. She later reviewed seeing the poor communication screen, which was because the antenna was not plugged in. Plugging the antenna in resolved the issue. The patient wanted to increase stimulation because she had a bad time with incontinence lately. She had a loss of therapeutic effect and increased incontinence. She mentioned that she still took medications for her incontinence problems, but starting a few weeks ago the symptoms had worsened. There was no known accident or incident related to the event. However, the symptoms had a sudden onset and when she noticed the symptoms she also noticed she was not feeling stimulation. The patient was feeling stimulation at the time of the report. She also had an appointment scheduled with a new urologist. Follow-up received from the patient reported that she still had concerns regarding her device or therapy, but was working with her doctor or manufacturer representative. An appointment on (B)(6) 2014 was noted. No interventions or patient outcome were reported, so additional information would be requested after her appointment. If additional information is received a supplemental report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va02a9q, implanted: (B)(6) 2012, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Additional information received reports the representative did see a healthcare provider, however, he had no experience with the device and was unable to help her or answer any questions. The patient did provide that the healthcare provider treated her for a bladder infection. They were implanted for stress incontinence as well as urgency due to having bladder cancer many years ago before they started with sns. Because the healthcare provider was unable to help with the device, the patient will now have to find a different hcp (healthcare provider). She had not made that appointment so the representative could not provide the hcp name. The patient reported they do not feel the device was successful for them as they never had 100% relief from wearing pads.